Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as the coils were implanted in the patient and the pushwires were discarded. Model# and lot# of other coil involved: model#: qc-9-30-helix / lot# 9452186 - dom: 06/09/2011- exp: 06/01/2014. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the proximal ends of both coils stuck inside the instant detacher during procedure. The coils were successfully detached via manual method (provided in the IFU). No patient injury reported.